Event description:
The user facility reports nine (9) occurrences of staph aureus infections at the epidural catheter insertion point following back surgeries and epidurals. The infection control group is investigating all potential sources of infection, including hospital staff, equipment, rooms, and products. During this investigation, the infection control nurse did a gram stain of the contents of the wyeth-ayerst sodium chloride ampoule contained in a b braun kit. The gram stain tested positive for rare proteus species and rare gram positive cocci. This was the only sample the hospital had remaining from this lot, and hosp was therefore unable to perform a retest. The user facility indicated that they would not have normally contacted the MFR without doing a re-test first, but they did not have any more samples. The hospital also found condensation in the ccu room. The facility did not provide any specific info on how their testing was performed (i.e., how the samples were handled, stored, cultured, etc.). The facility reported two different catalog numbers (332205 and 555611), because the facility uses both, but these events were not attributed to either catalog number specifically. B. Braun tested samples from the reported lot of sodium chloride (wyeth lot #119095) with negative results. These events are isolated to this facility. There have been no other occurrences of this nature reported from any other facilities using these products. There is no further info available on the pt's status.